Event description:
The customer reported the cine function would not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge circuit board and the cine hard drive. The system operates as intended.